Manufacturer narrative:
(B)(4) . The device was not returned for analysis, therefore the reported leak in the stopcock was unable to be confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot, an expanded related record review and investigation was performed. A product issue potentially related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that during an un-specified coronary procedure, air-purging was performed on a balloon catheter which was inside the anatomy. It was observed that air was coming into the 20/30 indeflator from the three-way stopcock. Using a syringe, the physician injected saline into the three-way stopcock, and leakage of saline was seen from the bottom of the white parts of the three-way stopcock. A new stopcock for a new 20/30 priority pack was used; however, air was observed to be coming into the 20/30 indeflator from the three-way stopcock again. A non-abbott stopcock was used and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional stopcock referenced is being filed under a separate medwatch report.